Event description:
Patient was not on the vent. The vent would not turn on after the universal cable adapter was placed in-line. The vent inop light was on. The vent would not turn on after the universal cable adapter was placed. Ac power (wall).